Event description:
Philips received a report that a user suffered a partial amputation of a finger whilst trying to remove a serum container that was attracted to the magnet.

Event description:
Attraction incident with a serum container (IV pole), serious injury. Serious injury occurred in this case. Regarding the injury of the nurse's finger, the bone was severed - the first phalanx of the first finger in the right hand has been amputated. Sutures were required, and likely further medical intervention may be required.

Manufacturer narrative:
H3 other text : use error, no system malfunction.